Event description:
Patient death, outside of hospital. Specific details unknown. Last dbs programming session was (B)(6) 2013. Note states, "had to turn dbs off per mom." Dbs was restarted same date (right and left same) at IV, 270 msec, 30 hz - increased to 2 v. Encounter states follow-up in one month for dbs programming. Patient failed to show for appointment on (B)(6) 2013. Phone call from mom on (B)(6) 2014 - mom turned the dbs off. Patient underwent left hip adductor release and left proximal femoral resection with valgus osteotomy on (B)(6) 2015. According to medical record: orthopedic department was notified via nurse case manager that patient was deceased. "Not surgery related," per the record. No other details available. Attempted to contact nurse case manager for more information.